Event description:
It was reported that during an ercp procedure for treatment, the cut wire broke from catheter and the patient was injured at the ampulla. Repeated attempts to contact the doctor for additional information about this case have gone unanswered. Should additional details become available, a supplemental to this report will be filed. The device was received and evaluated by this manufacturer. The engineering evaluation indicated that the cutting wire detached from the catheter. The wire was not broken, but had detached from the sheath. Burn residue was present on the cutting wire and the distal hypotube. It is possible that improper generator settings caused the cutting wire to rip through the sheath during use. No abnormalities were found on this device that would cause the sheath to rip. User technique may have contributed to this event. However, company is unable to determine the relationship between this device and this event.